Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet displayed repeated alert 32 indicating a delivery motor communication error after restarts, which interfered with meal announcements and insulin delivery; the patient reported prior similar occurrences and the agent facilitated a manual restart without resolution, followed by shipment of a replacement device. Symptoms included hyperglycemia with a reported peak of 362 mg/dl lasting approximately three hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient elevation of blood glucose without reported injury, loss of consciousness, or hospitalization. Investigation included customer interview, troubleshooting guidance, and coordination for device replacement and return for evaluation. Investigation of this device revealed a communication fault between the motor processor and the delivery motor consistent with an internal device malfunction affecting therapy delivery. It was concluded that the cause was a device malfunction due to a component communication failure.